Event description:
It was reported that the pump's display was not clear and the rewind process was too slow. The audible tone could not be heard.

Manufacturer narrative:
Final analysis revealed that the device had no audible tone due to broken transducer wire. In addition, the pump made a loud noise when vibrating due to adhesive not adhering on vibrator motor. Unit had also missing segments on display, problem isolated to lcd driver board. However, the device rewinds properly.